Event description:
It was reported that during an in clinic follow up, the right ventricular (rv) lead exhibited episodes of over-sensed noise and r-wave amplitude variation. On (B)(6) 2024, the lead was capped and replaced. Patient was in stable condition.